Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with blood glucose readings above 300 mg/dl following lunch, during early use of the system and after a same-day infusion set change; the user later disconnected from the pump and administered a manual insulin injection per guidance to remain disconnected for at least two hours. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.